Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. The customer was calling from the hospital and was off the insulin pump, but on an insulin drip. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.